Event description:
Allegedly, patient was revised due to mom complications: left.

Manufacturer narrative:
Additional information received form litigation: updated event from mom to non mom and the patient was revised due to unknown reasons.

Event description:
Additional information received from litigation: allegedly the patient was revised due to unknown reasons.